Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the available information, which may include the returned device (if available), photographs, videos, event descriptions, and additional field data, arthrex determined that the most likely cause of the reported failure is related to a patient-specific biological response, including contributing factors such as inflammatory arthritis, osteolysis, osteoporosis, and previous and/or current infection. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 15-dec-2025, arthrex was notified via email of a case study published by the american association for hand surgery, for ¿mid-term outcome of the all-dorsal augmented scapholunate ligament reconstruction for chronic scapholunate instability. " this case study is for chronic scapholunate instability can be treated with the all-dorsal scapholunate augmented reconstruction. This study examined the mid-term outcome of a multicentre series of this technique. As a result, there were eight (8) complications. Five (5) patients had revision surgery due to symptomatic deterioration of the scapholunate instability with or without progression to arthritic changes. Three (3) patients experienced carpal bone collapse, once of the lunate and twice of the scaphoid. Article citation: sagepub.com/journals-permissions doi: 10.1177/15589447251391375 journals.sagepub.com/home/han.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.